Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this cardiac resynchronization therapy defibrillator (crt-d) the patient crashed. The implantable defibrillation lead had been implanted, however the left ventricular (lv) lead and right atrial (ra) lead had not yet been placed. The ports were not plugged and a temporary left ventricular heart pump was used.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the cause of death was sepsis. The physician felt that a pericardial effusion contributed to the patient expiring.

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. This investigation will be updated should additional information become available.

Event description:
Additional information was received indicating the patient expired a couple days after the implant procedure.